Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple messages during the load process prompting the customer to load a new cartridge. There was no reported impact to the customer's blood glucose level. Tandem technical support assisted the customer with completing the load sequence and loading a cartridge successfully.